Event description:
The port was placed on 2/29/96 for chemotherapy. On 05/15/96, it was noted that 4/12" of catheter had broken off and embolized to the left side of the heart. The port/catheter unit and the fragment were removed on 5/21/96.